Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose levels over 500 mg/dl. The customer's blood glucose level at the time of the incident was 596 mg/dl and blood glucose level was 538 mg/dl at the time of call. The customer had symptoms such as nausea and had to use the bathroom frequently. The customer was treated with manual injections. Troubleshooting was done. There were leaks or air bubbles. The customer stated that they found that the cannula was bent. The insulin pump will not be returned for analysis.